Event description:
It was reported that the physician was having trouble with his handheld computer. While trying to align the screen, the cross-hair kept moving around and he could never get past the alignment screen. Troubleshooting was performed, but the problem persisted. The product was returned to the manufacturer for analysis. During the analysis, it was identified that the touchscreen display was defective. The cause for the display anomaly is associated with a resistance value being higher than expected in the touch screen circuitry. Since the touchscreen display uses resistance values to determine the coordinates of a screen tap, the additional resistance associated with pin 1 caused the display to be unresponsive. Once the display was replaced with a known good display, no further anomalies associated with the handheld or software performance were identified during the analysis.

Manufacturer narrative:
(B)(4).